Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer was "difficult to respond to" and was unable to self-treat, requiring administering of glucose intravenously (dose unknown) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer was "difficult to respond to" and was unable to self-treat, requiring administering of glucose intravenously (dose unknown) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Attempted to scan the sensor with evaluation module (evm), however sensor did not scan. Evaluation module (evm) was reset and the sensor was scanned again, however sensor did not scan. Unable to extract data due to sensor not scanning evaluation module (evm). The returned sensor was further investigated and de-cased. Visual inspection was performed on the sensor¿s pcba (printed circuit board assembly) and no issues were observed. The returned sensor battery was measured and it was not within specification range. Batteries were unsoldered from the pcba (printed circuit board assembly). Sensor was placed into patch test fixture and attempted to scan sensor with evaluation module (evm) and sensor scan was unsuccessful. An extended investigation was also performed. Visual inspection was performed on the returned de-cased sensor and no issues were observed. No contamination, damage, or solder issues were observed. The returned battery voltage was measured and the results were not within specification. The battery was replaced with a source meter and sensor scan was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9, indicating that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Off-current and on-current tests were performed on the returned board and all results were within specification. Passing results for the returned unit and was able to be scanned, indicates that the returned unit was fully functional and that it was not draining excess current that would deplete the battery faster than intended. It was determined that the battery was drained from typical use and the drained battery was the cause for the scanning issue. No issues or product malfunctions were observed during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer was "difficult to respond to" and was unable to self-treat, requiring administering of glucose intravenously (dose unknown) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.